Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid build up".

Event description:
Patient reported right side "fluid build up", "discoloration of the tissue" and "scar tissue build up". Device has been explanted. Manufacturer of the device is unknown.